Event description:
It is reported that the patient was informed of the recall by her surgeon in (B)(6) 2012. The patient reports having problems with the left hip ever since the implant surgery. The patient has stinging, burning and swelling on the side of the hip. The patient complains of a constant numbness in the left knee that extends down to her leg. She has problems sitting for extended periods and standing from a seated position. The patient is scheduled for additional blood test, an MRI and an aspiration. The patient will be contacted with the test results when they are available. The patient was advised to follow-up with her surgeon in six months.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.